Event description:
The device was explanted and replaced without incident.

Manufacturer narrative:
The device was returned and is undergoing analysis.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device declared end of life earlier than expected due long charge times.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.